Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the pumping segment separated while the rn was assessing an air in line alarm and infusing propofol to a patient. There was no report of patient harm.